Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a vessel perforation occurred. During a watchman left atrial appendage occlusion (laao) procedure, a versacross connect laac kit was selected for use. Transesophageal echocardiogram (tee) imaging of the septum was challenging. Transseptal puncture location appeared to be inferior and mid ap when rf energy was delivered the wire was not seen in the left atrium and no bubbles were seen on tee. When observed on fluoroscopy and tee, the versacross wire was in the ascending aorta. Only the versacross pigtail wire was advanced at this time. The rf wire was retracted back into the right atrium. The patient was observed for about ten minutes with regularly cycling blood pressures and repeated tee imaging looking for effusion or bleeding issues surrounding the aorta. The patient did not experienced changes in pressure, heart rate, or effusion on tee. After ten minutes, the procedure continued successfully. More curve was added to the versacross dilator to allow for better positioning and visualization on tee. The transseptal puncture was successfully performed in an inferior and mid ap position, and the procedure continued without further incidence. The patient was discharged next day according to normal standard of care, and experienced no issues overnight after the procedure. The device is not expected to be returned for analysis (disposed). Maximal tenting was difficult to see before the puncture, but the versacross wire was easily visualized in the aorta after the crossing.